Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Pressure testing and clear passage under water testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was disconnected (separated) from one of the y-sites. It was further reported that the set was primed with dopamine. This was identified when the nurse was about to program the tubing into an unspecified infusion pump. There was no patient involvement. No additional information is available.